Manufacturer narrative:
The t:slim g4 user guide states: "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose levels (168-280 mg/dl). Customer treated elevated levels with manual injections. Customer suspected that elevated levels may have been related to occlusions; however, no occlusions were found in pump history. During troubleshooting with tandem technical support, customer indicated that air was not being removed from the cartridges when loading insulin. Customer was reminded to remove air during the load sequence. Customer acknowledged.

Manufacturer narrative:
.